Event description:
It was reported that the patient presented in clinic for routine check. Upon interrogation, the pulse generator exhibited noise. On (B)(6) 2017, the device was explanted and replaced. The patient was in stable condition prior, during, and post operation.

Manufacturer narrative:
Analysis was normal. No anomalies were found.